Event description:
It was reported, the patient states that she cannot connect to her ins (stimulator) for the past week. The patient states, she only sees the bottom light for the programmer battery illuminated - no other lights. The patient reports a loss of therapeutic effect. The patient has had symptom return for the past 2 weeks. The patient was going to the bathroom every 20 minutes and she got her first bladder infection since the implant of the device last week. The patient reports no stimulation sensation. Additional information received reports about one month ago the patient said her ins(stimulator) died.

Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3889-28, lot# j0357419v, implanted: 2004 (B)(6); product type lead. (B)(4).